Event description:
It was reported that the patient had a chronic driveline infection and multiple admissions for bacteremia and was on chronic intravenous antibiotics. The patient passed away on (B)(6) 2022. The cause of death is unknown. The device operated as expected.

Manufacturer narrative:
H6: health effect 4846 - bacteremia. Related MFR # 2916596-2021-02267 covers the onset of the patient's chronic driveline infection. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device reportedly operated as expected and would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas, including infection and death. Section 6, "patient care and management", also lists infection as a potential late postimplant complication. The heartmate 3 lvas patient handbook is also currently available. Both the instructions for use (IFU) and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.